Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation confirmed based on the photo provided by the reporter. Visual inspection revealed the suture had pulled out. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 3/13/2023, it was reported by a sales representative via email that an ar-3636h knotless hip fibertak repair stitch would not reduce all the way. The surgeon yanked on it multiple times, and it was still locked. Eventually, it was pulled so hard that the anchor pulled out of implantation site. After everything was removed from inside the patient, it was checked to see if the mechanism would slide, and it did. This was discovered during a procedure on (B)(6) 2023. Additional information received on 3/16/2023: this was discovered during a hip labral repair procedure and completed using another ar-3636h knotless hip fibertak additional information requested.